Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance gradually increased for a year and then tripped patient alert notification for impedance increase. There were few t-wave over sensing with the lead and ventricular output was high. The lead is still in use. No patient complications were reported as a result of this event.